Event description:
On 9/24/1997, cpi received additional info that this ICD was explanted because of questionable appropriateness of shocks. The info also indicated that the pt required anti-tachycardia pacing and a biphasic waveform ICD.